Manufacturer narrative:
G4: 21feb2020. B4: (B)(6)2020. During failure investigation, primary alarm failure was located in the diagnostic log. Cpu (central processing unit) pcba (printed circuit board assembly) was returned for analysis. An investigation was performed and the customer complaint is not verified. No fault found. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 17jan2020.

Event description:
The customer reported the unit failed the remote alarm test. There was no patient involvement. The philips field service engineer (fse) confirmed the reported issue. The fse replaced the printed circuit board assembly central processing unit (cpu) board to resolve the issue.